Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): defib conductor fractured; proximal segment returned and analyzed.

Event description:
It was reported that there was sensing difficulty. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The entire lead was explanted and replaced at a later date during device upgrade. No patient complications have been reported as a result of this event.